Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 16519790, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a procedure related infection at the ipg site with symptoms of swelling, redness and drainage. The patient was prescribed antibiotics. The patient underwent an explant procedure.